Event description:
The affiliate reported the customer alleged elevated vitamin b12 results for six patients, on separate days, involving the unicel dxi 800 access immunoassay system. This is report four of five. Subsequent testing of the patient sample produced a lower result, within the normal reference range of the assay. The elevated result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the reagent pipettor tips had become worn and teflon coating on the pipette exterior was worn off. The fse replaced all four pipette tips and performed adjustments and alignments at each pipettor. The fse performed pressure adjustment and aligned all probes, and verified and cleaned all wash inserts. The fse completed system checks, carryover test, and successfully calibrated vitamin b12 assay and performed quality control. The instrument conformed to the manufacturer's published performance specifications. All patient samples were collected in becton dickinson (bd) serum separator tubes and allowed to clot for 30 minutes. The samples were centrifuged at 3,000 rpm (revolutions per minute) for ten minutes in a refrigerated, swinging bucket centrifuge. Samples were poured into insert cups and placed in primary tubes prior to aspiration. Quality control (qc) was within the customer's established limits prior to and after the event. Qc was within the laboratory's established limits on the day of the event. All related medwatch reports associated with this incident: 2122870-2012-01882, 2122870-2012-01883, 2122870-2012-01884, 2122870-2012-01885, 2122870-2012-01886.